Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative evaluated the system and suspected an issue with the power cable and the batteries. Batteries were not returned, but the cable was returned for medtronic's evaluation. Evaluation discovered electrical fault on the cable. A non-medtronic plug had been added to the cable. Replacement cable and batteries were shipped to the site. Upon replacement, a full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
Site reported that the imaging system was displaying a low voltage error. System stopped midway while taking a scan. This occurred several times. After a 20 minute delay, site discontinued use of the imaging system and completed the procedure using a c-arm, with no adverse effect on patient outcome.